Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other three proglide devices are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with four proglide devices, using a pre-close technique, via a 6f sheath prior to a thoracic aneurysm valve replacement (tevar) procedure. The sutures of the first proglide device were successfully preplaced. Reportedly, a cuff miss was noted with the second proglide device. The sutures of two additional proglide devices were successfully preplaced. The sheath was upsized to 24f and the tevar procedure was completed. The successfully preplaced sutures of three proglide devices came out of the vessel during knot tightening. A surgical cutdown and suturing were performed to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual inspections were performed on the returned device. The reported needle to cuff miss was confirmed. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. There is no indication of a product quality issue with respect to manufacture, design or labeling.